Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure name specific location on skin that pigmentation was reported please provide photos please provide update on patient current condition. Is skin pigmentation still present? Has there been any medical or surgical intervention performed? Please provide any further details regarding appearance and any dates and timelines. Lot number

Event description:
It was reported that the patient underwent an unknown pulmonary procedure possibly on (B)(6) 2015 and the topical skin adhesive was used. After the procedure, when the patient was discharged from the hospital, pigmentation on the skin had been noticed in the area which topical skin adhesive was applied to. It was also reported that the patient was discharged without treating skin pigmentation since the patient had never come back to the healthcare professional for follow-up. No further information regarding the patient and current status was provided. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 10/13/2016. Additional information was requested and the following was obtained: please provide any further details regarding appearance and any dates. No information. Current patient status? Unknown. Procedure name. Specific location on skin that pigmentation was reported. Please provide photos. Is skin pigmentation still present? Has there been any medical or surgical intervention performed? Lot number.

Manufacturer narrative:
Additional information was requested and the following was obtained: procedure name -it was an unknown pulmonary surgery, but an exact procedure name was unknown. Specific location on skin that pigmentation was reported - no information. Please provide photos -no photos available. Please provide update on patient current condition. Is skin pigmentation still present? No information. Has there been any medical or surgical intervention performed? No. Please provide any further details regarding appearance and any dates and timelines. No information. Lot number no information.